Manufacturer narrative:
(B)(4). Shard penetration occurred. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and topical skin adhesive was used. A piece of the glass ample was protruded from the applicator during use. The surgeon did not cut his finger on the broken glass. There were no adverse consequences to the patient.